Event description:
It was reported that the ilet bionic pancreas sleep/wake function intermittently did not respond, consistent with a device hardware performance issue affecting the user interface button. Customer care provided assistance that included customer troubleshooting and user education. Investigation of this case revealed that the sleep/wake function returned to normal operation immediately after the restart, indicating resolution through standard troubleshooting. No clinical symptoms reported during the event. Outcomes included no impact such as injury, medical intervention, or alarms. It was concluded that the device operated as expected after reboot, with no further action required unless recurrence is reported.